Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x32mm promus element drug-eluting stent was advanced for to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x32mm promus element drug-eluting stent was advanced for to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and damage was noted. The first proximal strut row was lifted and bent distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion code is adverse event related to procedure.